Manufacturer narrative:
Retainer ring = black on (B)(6). , 2021 the customer alleged pump error 63 and high bg's. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the corner of the belt clip rail, pillowing keypad overlay, keypad overlay texture damage, and cracked keypad overlay on the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. No pump error 63 noted during testing. Pump error 63 was confirmed in the pump history file on (B)(6). 2021at 07:32:40.000 (linenumber: 147, filenumber: (B)(4). ). Per r&d engineer, oleksandr didenko, possible hw error. 3 hardwareerroralarm (63) faults are recorded in history. Faults are not logged in detailed traces or error log. This only gives file and line numbers. The error was triggered in file h_drvpiezo.c, function h_drvpiezo_setvolume(). According to file/line numbers, hardware error was detected during setting the piezo volume. Failure to configure ad5161 chip using i2c for setting up volume value. Pump error 63, problem isolated to the electronic assembly. During visual inspection, the electronic assembly, motor and force sensor had moisture damage. Device passed the functional test, including the self test. Unable to confirm alleged high bg's. Pump error 63 was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that pump error 63 occurred. There was no adverse impact or consequence reported as a result of this event.